Event description:
The user facility reported a (B)(6) male noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient had very tortuous iliaces. Both the short and long sheath were tried to push impella past the tortuosity. Amplatz wire was used as a buddy wire as well. The physician decided to pull impella out after multiple attempts of getting it past the iliacs. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through as the patient had very tortuous iliaces. This report is being filed as part of a retrospective review of historical records.